Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged death is related to activ.a.c.¿ therapy. The patient allegedly experienced bleeding, sought medical attention, and was discharged home. It is unknown if hemostasis was achieved prior to discharge. There have been several unsuccessful attempts made to gather additional information. Device labeling, available in print and online, states: warnings- with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ; infection; trauma; radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(4) 2019, the following information was reported to kci by the patient's sister: the patient was taken to the emergency room on (B)(6) 2019 due to blood in the canister. The sister reported the patient was sent home and was informed that "everything was fine." The patient returned home at 1580 hours and subsequently passed away around 0130 hours from blood loss. On 18-jun-2019, the following information was reported to kci by the wound care nurse: the patient was last seen by their office on (B)(6) 2019 and subsequently discontinued wound care visits. The nurse stated the patient had passed away and she was not aware of the cause. The nurse confirmed there were no issues with v.a.c.® therapy. On 18-jun-2019, the following information was reported to kci by the physician's nurse: the patient was last seen by their office on (B)(6) 2019 and had reportedly passed away, cause unknown. The patient was reportedly on aspirin and plavix. No additional information is available. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
The device was not returned. Based on the information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged death is related to activ.a.c.¿ therapy.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. Since report of customer complaint, the device cannot be located and was most likely thrown away by the cleaning company. To date, this device is unavailable for evaluation.